Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm 3300tfx valve was explanted after an implant duration of 3 years, 1 month due to unknown reasons. The explanted valve was replaced with a 25mm 11060a surgical valve.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device was not returned evaluation as it is unknown when/where the device was explanted; therefore, the complaint cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported that a 25mm 3300tfx valve was explanted after an implant duration of 3 years, 1 month due to endocarditis (mrsa) and vegetation. The explanted valve was replaced with a 25mm 11060a konect valved conduit. Per medical records, the patient presented to the emergency department with vomiting and in septic shock. Intraoperative inspection demonstrated vegetation associated with all leaflets and a large root abscess with purulence. The magna ease valve was excised, and the annulus was debrided. Due to the large abscess, the surgeon opted for root replacement. The explanted valve was replaced with a 25mm konect valved conduit, and it seated nicely. The patient was weaned off bypass without difficulty. However, once off bypass, the right coronary button began to bleed. The patient was placed back on bypass. CABG x1 with reverse saphenous vein to the right coronary artery was performed. The patient was weaned off bypass once again without difficulty. Protamine was administered and hemostasis was assured. The patient tolerated the procedure well and was transferred to the ICU in stable condition. On pod #8, the patient went into cardiac arrest and passes despite all resuscitative efforts. The cause of death was septic shock.